Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection of the device revealed no defects noted on the catheter. A 0.96mm test guide wire was inserted into the hub of the catheter and exited the distal tip of the catheter with no problem encountered. The reported defective guide wire was not returned with the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. A 135/20 renegade hi-flo kit was selected for use. During unpacking, when the operator pulled out the guide wire from the carrier hoop, it was noted that the guide wire was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a guide wire fracture occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During unpacking, when the operator pulled out the guide wire from the carrier hoop, it was noted that the guide wire was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device lot number corrected from 17206196 to 0017345517. Device expiration date corrected from 07/31/2016 to 09/30/2016. Device manufactured date corrected from 08/25/2014 to 10/13/2014. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. A 135/20 renegade hi-flo kit was selected for use. During unpacking, when the operator pulled out the guide wire from the carrier hoop, it was noted that the guide wire was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.